Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a wedge resection the first to the third firings were successful. For the fourth firing, the surgeon checked the jaws opening/closing and clamped the tissue, pushed the green firing mode button, however the firing did not start. The surgeon then released the tissue and re-inserted the battery to the powered handle and re-tried to fire, the result was the same. The user replaced the handle with a manual handle with the cartridge in question and the firing was completed with no problem. No reinforcement material was used.